Event description:
It was reported that noise was observed on the rv lead. It was noted that the patient experienced a syncopal episode. The noise was first observed in march. The noise was classified as vf and recorded in the stored egm. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.